Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller said the patient said their device wasn't working. As a result of what was reported, the hcp was warm transferred to the national answering service to page a manufacture representative (rep). No patient symptoms were reported and no further complications have been reported as a result of this event.